Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the insertion part is dented. Component failure of the insertion section. The rear light guide bundle is visibly bent and damaged. Component failure of the lg bundle. Component failure of the universal cord connector. Up plate housing is cracked. Component failure of the up case. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the abnormal image could be due to the component failure of the cable connector, besides the overall degradation of the device due to wear and tear. However, a specific conclusion was not possible due to initial malfunction not being reproduced. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope experienced an abnormal image for an unspecified procedure. There were no reports of patient harm.